Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4)

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, they used it as usual, but the seal did not fix and came out. They clamped and continued the operation. There was no problem with the patient and the operation was over.